Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the pt had extremely small and calcified iliac arteries. An introducer sheath was not used to insert the device through the pt's vasculature. It was reported that the physician was unable to advance the stent delivery system to the intended location. The stent graft delivery system was removed from the pt and a balloon was used to dilate the artery. The device was re-inserted in the pt; however, it could not be advanced to the intended location. The physician elected to surgically convert to a conventional open repair of the abdominal aortic aneurysm. No additional sequelae were reported and the pt is fine. The delivery system was discarded.